Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's dietician reported via phone call bolus anomaly. Customer's blood glucose level was unknown. Customer's dietician advised that micro boluses were being given with sensor glucose but the actual sensor glucose was not low. Customer's sensor was reading low when the patient was not low. Customer was concerned in regards to the micro boluses continually delivering even though the sensor was reading that the blood glucose levels were low.